Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had multiple power error detected alarms. The customer's blood glucose value is unknown. Troubleshooting was performed. The customer was instructed on how to clear the alarm. It was advised that the insulin pump would be replaced. The insulin pump will be returned for analysis.